Manufacturer narrative:
The reported incident that cannulated screw asnis iii ø4.0x40mm tl13.5mm was alleged of issue s-17 (device damaged) could be confirmed. Based on the investigation results, the root cause was attributed to a user related issue. The product shows damages during the implantation/explaintation process, the damages show clearly that the screw was drilled despite the operative technic document recomends screwdriver with elastosil handle. Its seen that the thread has not the proper diameter, but also, between the upper and lower part of the tread, there are different diameters. (3.7 mm vs 3.3 mm. Spec: 4mm). This drift between diameter, related with a flat thread shape indicates that this screw was grazing with another equipment. All these factors (screw power drilled grazing with another structure) result in a damaged thread. It is seen as well that the non threaded part of the screw has damages with an spiral shape. This indicates that the screw was able to be intoduced in the bone but also that it was introduced grazing with another element. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
The vigilance department of the hospital reported the following event : "users noticed, at the time of device use, that the screw presented a thread defect; the screw was unusable".

Event description:
The vigilance department of the hospital reported the following event : "users noticed, at the time of device use, that the screw presented a thread defect; the screw was unusable".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.